Event description:
It was reported that the pump won't turn on. Customer's blood glucose level was 324-325 mg/dl. Reportedly, the customer was able to charge the pump with an alternate cable.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5

Event description:
It was reported that the pump won't turn on. Customer's blood glucose level was 324-325 mg/dl. The pump successfully turned back on after using an alternate usb cable to charge.